Event description:
It was reported that the patient experienced low voltage alarms despite having fully charged batteries. The batteries and clips were exchanged, but the alarms did not resolve. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Incidental findings: a green fluid substance consistent with fluid ingress was covering the protective layers and shielding of the black power cable and white power cable and was covering the insulation of the black power cable and the white power cable inner wires. Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the heartmate ii system controller (serial number: (B)(6)). The log file contained approximately 6.5 days of data ((b)(3) 2022 ¿ (b)(3) 2022 per the timestamp). Intermittent low voltage advisory alarms that were not associated with regular battery depletion were observed throughout the log file due to the relative state of charge (rsoc) voltage fluctuating and dropping below the low voltage threshold while connected to 14v batteries; the atypical alarms were observed on both power cables. The driveline was disconnected on (b)(3) 2022 at 8:17:58 to exchange the controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The returned controller operated a mock circulatory loop at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The reported alarms were not reproduced during evaluation of the returned controller. Raised resistances were observed on the underlying wires of both power cables; this is indicative of conductor breakdown on both power cables. Further testing of the cables revealed increased resistances on the relative state of charge wires on both power cables, this breakdown has the potential to contribute to the atypical low voltages events while the system controller is on battery support. No cuts were observed on the underlying wires of the power cables. The root cause of the reported event could not be conclusively determined through this analysis; however, the increased resistances observed on the underlying wires of the power cables could have contributed to the reported alarms. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 17apr2019. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii IFU rev. B section 2 ¿system operations¿ and heartmate ii patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii IFU rev. C section 6 ¿patient care and management¿ and heartmate ii patient handbook rev. C section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.